Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed chloride result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed chloride (cl) result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a higher result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed chloride result.